Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device had an excessive charge time triggering end of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was collected and analyzed. Analysis found one patient alert for excessive charge time on (B)(6) 2012. Device reached end of service with charge time >16 seconds. Additionally, one patient alert occurred for charge circuit timeout on (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had an excessive charge time triggering end of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had an excessive charge time triggering end of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.